Manufacturer narrative:
Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit and failed battery test alarms noted during testing. Device had cracked lcd window, cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump no warning prior to replace battery alarm. The customer¿s blood glucose was unknown. Customer stated that insulin pump had crack above the battery tube. Troubleshooting was performed. The insulin pump will be returned for analysis.